Event description:
As reported by the user facility through medwatch #: 5100010000-2012-8009:" pump ws operating normally for 36 mins after the last user interaction, when its programmed infusion completed and it reverted to kvo rate. Two seconds after beginning kvo, an internal error occurred and the pump stopped, giving an audible alarm. The alarm went unnoticed for 14 mins, until the pt's physiological monitor alarmed for a decrease in blood pressure. The infusion was then switched to another pump, and the pt's condition was restored. Later inspection found that the pump's alarm volume was set to its minimum value (set at '1' on a scale of '10'). We have told the manufacturer before that alarm volume, which was specified as a default value in our initial configuration settings, is not actually a default. The pump's alarm volume is retained from the previous user's setting. We think this value should reset and default to at least a setting '5' when the pump is turned on, regardless of previous settings. The pump was shipped to the manufacturer for testing and repair of the internal failure. Levophed infusion for management of severe hypotension as part of massive transfusion protocol. Pt was a motorcycle accident victim and expired four hours after the infusion pump failure."

Manufacturer narrative:
(B)(4). B braun medical inc., is submitting a single report on behalf of b braun melsungen (the manufacturer), and b braun medical inc., ( the importer). This report has been identified as b braun lemsungen internal report # (B)(4). The actual pump involved in the reported incident was returned for eval. The tech safety check (visual, electrical safety and functional inspection) was performed and the pump met all tests requirement. Delivery accuracy: 5 mins 55 seconds. Delivery test performed with vtbd: 25.0ml at 250.0ml/h rate. The pump's operations log was reviewed. On (B)(4) 2012 at 9:50:45 am, a new volume to be infused (vtbi) of 20:0ml was entered. At 9:50:48 am, an infusion was started with a rate of 9.92ml/h. At 11:08:16 am, a new dose rate set of 0.120 microgram/kgkg/minute was entered and the infusion rate was changed to 11.91ml/h; total volume infused at the previous rate of 9.92ml/h was 12.81ml or 100.0% of the expected volume. At 11:44:28 am, the "kvo near end; on" and "kvo active; on" alarms were activated and the pump changed to the kvo infusing rate of 3.0ml/h with a total volume infused of 7.19ml or 100.0% of the expected volume. At 11:44:30 am, a device alarm occurred. At 11:58:51 am the pump was reset/powered on. At 11:58:57 am, the device alarm was confirmed. At 11:59:37 am, the pump was powered off. The log shows the pump was powered on and off several times on (B)(6) 2012 after the device alarm occurred. Per the operational log the pump completed the delivery of the programmed volume of 20.0ml with 100% delivery accuracy before the device alarm occured. In a f/u with the reporter from the facility the reporter confirmed that the pump did not contribute to the pt's death. The reporter also stated the pt was in grave condition prior to the pump alarming. Based on the results of this investigation, the pump operated as intended. All available info has been forwarded to the device manufacturer. If add'l pertinent info becomes available, a f/u report will be submitted. Imp ref: (B)(4).